Event description:
During a tonsillectomy, the inside of the pt's mouth was burned by the cautery device.

Manufacturer narrative:
It was reported that during a tonsillectomy, a minor burn was identified inside the pt's cheek. It was believed to have been caused by the cautery device. An insulated megadyne tip had been inserted into the medline cautery pencil. The clinician stated she could not be sure that the tip was fully seated on the pencil. The pencil was returned for eval but not the tip. The pencil was visually inspected and no charring or damage was identified. A tip was pulled from inventory to be tested with the pencil. The pencil was tested utilizing a chicken breast in both cut and coag modes and functioned as intended. No defect of concern was identified. It was then tested with the tip not fully seated on the pencil. When this was done, a burn resulted. The reported tip used in the procedure was not manufactured by medline. We have no info suggesting the pencil did not perform as intended. We have determined that the tip most likely was not adequately inserted into the pencil and that user error caused the incident. Due to the reported burn, this medwatch is being filed.